Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited an error message displayed. The issue was resolved without intervention, and the patient remained stable.